Event description:
During a physicist testing of the system, dose output was higher than normal. Oce field service engineer was able to diagnose malfunction and confirm higher than normal dose output. Fse removed and replaced failed part, tested/inspected and returned system to current specs. Hospital reported no adverse event, death, or serious injury.